Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that at implant the pulse generator exhibited a telemetry anomaly. After re-interrogation normal function resumed but the device was not used.

Manufacturer narrative:
Final analysis found a rf module anomaly.